Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported they saw the patient on 2024-aug-15, at the clinic. The therapy was turned off and the current patient experiences at night cannot therefore come from the neurostimulator. Patient has been getting error 505 since tuesday evening. Rep gave patient the latest active program and put it on icon programmer. It was at 0.3 v, on the neurostimulator. Rep measured impedance, but that did not work at a low amplitude. The patient is very sensitive and rep therefore left it at that. Rep switched off the therapy in consultation with the patient. At least now the program is on their remote control (program 2) and they could turn it on themself if necessary. Patient thinks that the neurostimulator has been turned off for some time and that the complaints are due to the migration of the system while lying down because they have lost 14 kg. The complaints are gone, and patient no longer has diarrhea. Patient wants to try it without stimulation in the near future and if it goes well, they would like to have the system removed.

Manufacturer narrative:
D6a date of implant is estimate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: corrected to 3058. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient called to say that during the night they felt the current and they were not able to switch the stimulation off. Patient has an icon programmer and they got failure message code 505: program was deleted. Rep shall see this patient tomorrow to check system. Patient has lost a lot of weight.